Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device UDI not provided as this product is no longer manufactured. A medtronic representative went to the site to test the equipment. The representative reported that the navigation system was not functioning as designed. The site elected to upgrade the system to a newer model.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system became unresponsive when starting up. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.